Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Review of the device history record for the incident lot could not be conducted as this lot was manufactured in 2009, all the retains and the records were discarded. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set needle and holder separate/spin out. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated ¿using the safetylok and luer adapter came away during blood collection. This occurred 2 or 3 times during the week. ¿